Event description:
It was reported that the device was used during a sleeve gastrectomy. The 1st firing with a black reload, there were no issues. On the 2nd firing with a green reload with seam guard, the cartridge came loose, the blade stopped, and the distal tip of the cartridge broke off and fell into the patient. The piece was retrieved from the patient. The device and cartridge was removed from the field. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged cartridge and damaged one piece sled. Additional information was requested and the following was obtained: on what tissue type was the device used? Gastric tissue. At what location on the tissue? Great curvature. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? Yes, seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No, motor did sound like it was working harder than usual. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Tip of cartridge broke off and fell in patient. Tip was retrieved. What were the patient's pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? Asku. How long has the surgeon been using this device for this procedure (in years)? Since launch. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis found that one device was returned in good visual condition and with an ecr60g reload present. The reload was noted partially fired. Upon evaluation of the reload, the cartridge body, the cartridge tabs and one piece sled were noted to be damaged. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.